Event description:
The customer reported that several times the tubing has come apart at the safety clamp either during troubleshooting for ail or during priming the set. No patient harm was reported.

Manufacturer narrative:
The customer¿s report that the tubing came apart at the safety clamp was confirmed. Visual inspection showed that the pvc tubing was completely separated from the lower fitment. Functional testing was not performed because of the separation which was leaking fluid. Inspection under magnification showed that both sides of the pvc tubing had no solvent applied at the engagement. Dimensional analysis was performed on the pvc tubing; the tubing measured within specification. The root cause of the customer¿s experience was a manufacturing issue of no solvent being applied at the junction of the pvc tubing.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that several times the tubing has come apart at the safety clamp either during troubleshooting for ail or during priming the set. No patient harm was reported.